Event description:
Rptr's pt had a bilateral augmentation 6 years ago on 4/21/87. She has no history of breast cancer or breast biopsy. She was diagnosed with arthritis of chest wall 3 years ago. No sed rate or ana studies were done at that time. There was no formal workup. She has constant soreness on left side. There is no evidence of infection or any other masses.